Event description:
It was reported by the patient that she underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced intense pain and was unable to eat or drink due to mesh in the bowel and stomach. The patient stated she has been bedridden and has no use of her bowels and can¿t eat. She stated she can¿t stand or walk due to mesh cutting through nerves and ligaments. The patient reported she can¿t have sexual relations. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.